Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implant started shocking her a few times and also started having pain and was feeling it in the back. The patient mentioned that she had lost some weight. It was also reported that a manufacturing representative was brought in and the implant was turned off and the patient was told the battery died so it was eventually removed. The patient stated that she had nothing but problems and a return of symptoms after it was removed so she had a new implant put in. There were no further symptoms or complications reported or anticipated.